Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as what may have caused the reported event. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during an unknown procedure. The device is misfiring clips and clips are not closing completely. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. What was found? Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Asku. If so, whom?